Manufacturer narrative:
The iabp is under evaluation. A supplemental medwatch form will be submitted when additional information becomes available.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp went into "stand by mode" by itself and the "start" button did not function. The iabp was rebooted and therapy was continued without further interruption. No patient injury was reported.